Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. No imaging or photos were provided. The sheath shaft is 100% inspected per procedure for visual defects. The inspections are repeated 100% on the completed sheath assembly per procedure with dimensional inspection. In addition, product verification testing (pv) is completed on a sampling basis of the work order for sheath insertion force test and both shaft and strain relief are visually inspected for seam separation and damage. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the complaint. A device history record (DHR) was performed and did not reveal any manufacturing non-conformance that would have contributed to this reported event. A lot history review was performed and revealed no other complaint related to the reported event. The occurrence rate did not exceed the march 2020 control limits for the trend category. The IFU training, preparation and procedural manuals for esheath were reviewed for guidance and instruction on device preparation and usage involving esheath usage. The procedural training manual provides guidance on sheath insertion. The 14fr sheath is to be used with a minimum vessel diameter of 5.5mm and the edwards esheath introducer set is contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and sheath. Additional considerations are heparin should be given prior to sheath placement to ensure act > 250 seconds, use stiff wire (for peripheral access only) in case of peripheral tortuosity, apply tension to wire to provide firm rail for placement, always observe fluoroscopy during insertion, know position of sheath tip in the aorta, proper screening is critical to reducing vascular complications, push force can vary due to angle of access and inserting, vessel diameter, tortuosity and degree of calcification, perform shallow stick/puncture so that sheath is parallel to leg (do not over-manipulate the sheath at any time), push force can vary due to angle of insertion vessel diameter, tortuosity and degree of calcification and do not force sheath. In addition, insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification and if push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. No IFU or training deficiencies were identified. The complaint was unable to be confirmed due to no returned device or applicable imagery of the complaint device provided. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. A review of DHR, lot history, manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. As reported, ¿the reason for the resistance is that there was a kink in the femoral that did not allow to pass¿, and the device was inserted at ¿a very steep angle¿. Tortuous vessels and suboptimal insertion angles can create a difficult insertion pathway and increase the level of resistance felt upon insertion of the delivery system. In this case, available information suggests that patient/procedural factors (tortuosity and steep insertion angle) may have contributed to the complaint event. However, a conclusive root cause was unable to be determined. No labeling/IFU deficiencies were identified and the occurrence rate did not exceed the march 2020 control limit for the applicable trend category; therefore, no corrective or preventative action nor pra is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Additional information provided and revealed that a femoral artery injury had occurred. As reported by our (B)(6) affiliate, during a transfemoral procedure, resistance, was encountered with a 16fr esheath and a commander delivery system. A new 16fr esheath was inserted, a bav was performed; however, when the same delivery system was inserted through the second esheath, difficulty was again encountered. Therefore, a non-edwards 18 fr sheath was inserted with a new delivery system, but this attempt was also unsuccessful. The procedure was aborted. A femoral complication at the access side was noted that required a covered stent. The patient was reported to be stable and discharged home. Per report, the root cause for the resistance was patient anatomy, (a kink in the femoral artery) that did not allow insertion with the system. The patient¿s minimum luminal diameter measured 8.0mm. The vessel was mildly calcified and mildly tortuous.